Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 8 cm pre-operative abdominal aortic rupture. Vessel morphology was reported as the proximal neck diameter is 21-20mm and 25mm in length. It was reported that the patient suffered from an 8 cm ruptured infrarenal aaa. The patient presented to the ER with complaints of back pain. Aaa was suspected and the patient was sent for a CT. Before the emergent procedure the patient experienced a sudden loss of blood pressure in the ER. The physician evaluated the patient and felt that the patient was stabilized and would be immediately transported for the procedure. Evar was performed in <(><<)>60 min with no complications. The patient experienced no complications or loss of blood pressure during the procedure. The patient was given 5 bags of sodium bicarbonate fluid during the procedure by anaesthesia. All labs were good except sodium levels due to the bicarb intake. The patient was not given any heparin due to the active bleed. On the final angiogram it was noticed what appeared to be thrombus visible inside the endurant graft at the aortic bifurcation. The physician administered a weight appropriate dose of heparin to the patient in order to perform a thrombectomy with (another manufacturer's device). The physician retrieved no visible thrombus; however, the next angiogram had visibly less thrombus. The physician was almost finished closing the groin access when the patient coded. CPR was administered for several minutes. Pulse and heart rhythm were restored for several minutes. The patient coded a second time and could not be revived. The physician reported that the endurant stent grafts performed as expected and there were no issues with delivery or implant. A review of several returned still angio images could not confirm any stent graft issues.

Manufacturer narrative:
(B)(4). Off label-unapproved or contraindicated use of device (pre-op rupture) medtronic, inc.